Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2025, product type: lead, product ID 977a290, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 10-may-2025, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(6), ubd: 24-oct-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient reported they were having a revision for one of their electrodes, and one of the modules would be replaced. The electrode was poking behind their ear and poking through the back. The issue began because the electrode was put in a bad place. The patient's doctor was afraid that the hardware was going to come through. The patient was notified of the issue post operation. The patient will have their revision this friday. No symptoms were reported.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2025-11062. F15 not previously included, added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.